Manufacturer narrative:
A review of the instructions for use (IFU), quality control, and review of specifications was conducted during the investigation. Clinical assessment: there is no information regarding the length of time the sutures had been left in place. Per the IFU, ¿the sutures may be left in place for 10 to 14 days while tract formation is completed, or they may be cut after gastrostomy catheter placement.¿ there is no information regarding the tension used during the procedure. Per the IFU, ¿maintain slight tension on the suture during anchor introduction¿ and, ¿slide the external gastropexy bolster down the suture to achieve the desired tension. The gastropexy bolster should contact the skin but not create any visible skin indentation when at optimal tension.¿ at this time, clinical assessment cannot eliminate any possible causes for this event such as medical procedure, device monitoring, patient condition, device failure, or manufacturing related causes. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not manufactured to specification. The device master record was reviewed and no gaps in the manufacturing process were identified that could lead to this event.the lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Additionally, the complaint history review on lot number could not be performed. Instructions for use (IFU) review the IFU, t_sgsa_rev4, contains the following warnings regarding pressure ulcers: gastropexy site should be checked daily for early signs of pressure ulcers, including discoloration and tenderness around gastropexy site. Patients with ascites may be at an increased risk of complications, including pressure ulcers. Additional site monitoring should be implemented for these patients. If signs of pressure ulcer development are detected at the gastropexy site, suture anchors should be promptly exchanged or removed. Note: the sutures may be left in place for 10 to 14 days while tract formation is completed, or they may be cut after gastrostomy catheter placement. This releases the anchors into the stomach, allowing their passage via the gastrointestinal system. Based on the information provided, the results of our investigation, a definitive root cause could not be determined. This failure mode is being escalated per internal processes. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is previously submitted, unknown, or unavailable. A review of the instructions for use (IFU), quality control, and review of specifications was conducted during the investigation. Clinical assessment: there is no information regarding the length of time the sutures had been left in place. Per the IFU, ¿the sutures may be left in place for 10 to 14 days while tract formation is completed, or they may be cut after gastrostomy catheter placement.¿ there is no information regarding the tension used during the procedure. Per the IFU, ¿maintain slight tension on the suture during anchor introduction¿ and, ¿slide the external gastropexy bolster down the suture to achieve the desired tension. The gastropexy bolster should contact the skin but not create any visible skin indentation when at optimal tension.¿ at this time, clinical assessment cannot eliminate any possible causes for this event such as medical procedure, device monitoring, patient condition, device failure, or manufacturing related causes. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not manufactured to specification. The device master record was reviewed and no gaps in the manufacturing process were identified that could lead to this event.the lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Additionally, the complaint history review on lot number could not be performed. Instructions for use (IFU) review the IFU, t_sgsa_rev4, contains the following warnings regarding pressure ulcers: gastropexy site should be checked daily for early signs of pressure ulcers, including discoloration and tenderness around gastropexy site. Patients with ascites may be at an increased risk of complications, including pressure ulcers. Additional site monitoring should be implemented for these patients. If signs of pressure ulcer development are detected at the gastropexy site, suture anchors should be promptly exchanged or removed. Note: the sutures may be left in place for 10 to 14 days while tract formation is completed, or they may be cut after gastrostomy catheter placement. This releases the anchors into the stomach, allowing their passage via the gastrointestinal system. Based on the information provided, the results of our investigation, a definitive root cause could not be determined. This failure mode is being escalated per internal processes. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, when the percutaneous endoscopic gastrostomy tube sutures were removed, there were 3 stage 3 pressure injuries which were observed to be located at the site where the entuit secure gastrointestinal suture anchors were pressed against the skin. Additional information regarding the incident has been requested from the customer, but none has been made available. The product is reportedly unavailable for return and evaluation.